Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4) sending 7xx series pump because of inventory, also sending larger belt clip because of the cross series exchange and a silicone case to protect pump. Complaints text (B)(6) 2018, (B)(4) initial notes: cust sts that her pump is not giving her an indication that there is a no delivery until she gives a bolus. It is not alarming during normal basal delivery. Cust sts that there a crack in the pump and there is a chip around the reservoir compartment. Cust sts that when the reservoir gets close to empty the pump doesn't alarm no delivery during basal, and she is not complaining about the alarm she is complaining about the absence of alarm. Inquired what led up to the complaint. Customer response: cust sts that her pump is not giving her an indication that there is a no delivery until she gives a bolus. It is not alarming during normal basal delivery. Cust sts that there a crack in the pump and there is a chip around the reservoir compartment. Cust sts that when the reservoir gets close to empty the pump doesn't alarm no delivery during basal, and she is not complaining about the alarm she is complaining about the absence of alarm. Bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Type of damage: crack and chipped. Location of the damage: reservoir compartment. How damage occurred: occasionally the pump unclips or falls out of the clip and falls . Customer reports damage to the pump. Details of the damage: occasionally the pump unclips or falls out of the clip and falls . Adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the pump will need to be replaced. Explained the rpl policy. Explained the interaction aftercare email. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: replacing pump ship: 1 pump/return: 1 pump.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. No under delivery or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly noted. Device uploaded properly using care link. Device had a partially broken reservoir tube lip, cracked belt clip slot, minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window. (B)(4).